Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿flow issues with the secondary tubing¿ during infusion on a patient. The patient was on penicillin g. And the tubing was not functioning correctly. The nurse turned the pump off, reset the pump, re-primed the tubing, but it would still not drip at 250ml/hr as ordered. The nurse then changed the secondary tubing and opened their old one to use, which worked and flowed well. There was no patient injury or medical intervention associated with this event. No additional information is available.